Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post procedure the patient's right ventricular lead was found to have no capture and reduced r waves. Fluoroscopy was done and it was confirmed that perforation had occurred. The lead was explanted and a new lead was implanted. The patient was stable prior and post-procedure.